Event description:
It was reported that the pump display was changing screens while not being interacted with. There was no adverse impact to customer¿s blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.